Manufacturer narrative:
Following explant and return for analysis, this event will be further updated.

Event description:
It was reported that this device reverted to safety mode operation and required immediate replacement. The data review was suggestive of safety mode on account of consecutive error codes resulting from runaway left ventricular pacing. The device is expected to be returned post explant; no resulting adverse patient effects have been reported.